Event description:
It was reported that sensing went to lower than normal. No further information is available.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).